Event description:
The customer reported that the insulin pump alarmed motor error during bolus. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 364 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. It was unable to perform displacement test due to motor error alarm. Unable to download due to motor error alarm. Device received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.